Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had cartridge issues. There was no reported impact to customer's blood glucose. Customer declined a follow up from tandem technical support.